Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the pusher assembly mid-joint passed through the introducer sheath friction lock, the smart coil was able to advance through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coil), non-penumbra coils, non-penumbra microcatheters, and balloon catheter. During the procedure, the physician placed three smart coils and four other coils using the microcatheter. Subsequently, the physician attempted to advance another smart coil into the microcatheter; however, the smart coil was stuck within its introducer sheath and would not advance at all. Therefore, it was removed. The procedure was completed a new smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.